Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a failure, no device found message. Scratch marks on rtm donut. Cable insulation is pulled out from the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that when charging ins pt got no device found. Pt stated that this started happening on and off last week and has been getting worse. Pt stated that last week they were able to charge to 30 percent but now they couldn't get it to connect at all. Pt stated when it goes to prm screen it said 100 for the high number. Pt hadn't yet tried resetting controller. They heard a little rattling inside controller but said "it is the normal sound" they have always heard. They stated that the recharger wasn't heating up. The manufacturer's patient services specialist (pss) had pt reset controller and they still got the prm screen with high number 100. Pt tried prm and it still wouldn't pick up and charge. Pt reset controller and still got the prm screen with high number 100. The controller port looked intact. The issue was not resolved. No symptoms were reported. A replacement controller was sent out. Pt called back and stated that they still get no device found screen. Pt said they were hurting because they don't have any power in ins. Pt stated they were feeling heat from the recharger paddle. Pt started a prm session which was unsuccessful. A replacement was sent out.